Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return of the device, an evaluation could not be completed, and the cause of the reported event could not be determined. The histolock resction device IFU states, "thin snare wires may unintentionally cut prior to good electrocoagulation. The following conditions may not allow the device to function properly or cause patient injury: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath. If resistance to insertion is encountered, reduce the angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. Read the entire instructions for use, inspect and familiarize yourself with the device. If there is evidence of damage, (e.g. Deformed or bent snare, inoperable handle, or damaged packaging) do not use this product, save the packaging and device, and contact your local product specialist." The device history record was reviewed and confirmed the lot subject of the event was manufactured to specifications; no abnormalities were noted. A complaint review was performed and confirmed the reported event to be isolated for the subject lot. As the user facility's contact information was blank in the received medwatch, steris was unable to obtain additional information regarding the report event. No additional issues have been reported.

Event description:
The user facility reported via medwatch #5184607 that during a patient procedure the snare to their histolock resection device protruded outside of the plastic sheath. The procedure was completed successfully after the snare was fed back into the sheath and the polyp was released. No report of injury.